Manufacturer narrative:
Batch review performed on 17 july 2020. Lot 1921976: (B)(4) items manufactured and released on 15-nov-2019. Expiration date: 2024-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Two equal devices were reported in this case.

Event description:
Spinal fixtaion was performed at l4-l5 by pps initially. When the surgeon tried to perform the reduction at the both side of l4, the both side of pedicle screws were pulled out from the patient bone. The surgeon removed the pedicle screws at the both side of l4, and inserted the pedicle screws which were removed from the l4 at the both side of l3. The surgeon inserted the more larger size pedicle screws at l4 and replaced 2 rods. Finally, l3-l5 was fixed. Due to this event the surgery was prolonged about 30 minutes. Total surgery time was about 3 hours. The surgeon expressed an opinion that the selection of the pedicle screw size was correct. The fixation strength of 6mm screw seemed to be less effective.